Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. No product is available for investigation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document, as well as the hm 3 lvas patient handbook, provide a detailed overview of system function and the recommended actions associated with certain events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient expired. The cause of death is unknown. Multiple attempts were made to obtain additional information but none was provided.